Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the cardiac intensive care unit after experiencing a cardiac arrest episode. Upon interrogation of the patient's implantable cardioverter defibrillator, the device exhibited multiple non-sustained right ventricular oversensing episodes due to undersensing a patient's ventricular fibrillation episode. It was noted that the episode was a unique type of slow ventricular fibrillation or idioventricular rhythm. The patient was externally defibrillated and reported feeling discomfort from the event. Programming changes were made. It was noted that the patient was in stable condition after the event.